Event description:
The account alleged the bed exit alarm is too low. No pt impact.

Manufacturer narrative:
The technician found the bed exit alarm is inoperable. The technician replaced the scale power control board and installed an external alarm to resolve the issue.